Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead, 70 cm.

Event description:
A report was received that the patient experienced an infection at the lead site and underwent a lead explant procedure. The patient was administered antibiotics. The infection was assessed to be device related.

Event description:
A report was received that the patient experienced an infection at the lead site and underwent a lead explant procedure. The patient was administered antibiotics. The infection was assessed to be device related.

Manufacturer narrative:
Correction to initial medwatch. Additional information was received indicating that the patient was treated with a 14 day course of keflex. Leads sc-2352-70 sn (B)(4): device analysis of the leads revealed that they were cleanly cut from distal end and no cables are exposed. Additionally, the proximal end is missing. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Lead sc-2352-70 sn (B)(4): device analysis of the lead revealed that the lead was cleanly cut from distal end and one cable was pulled up from the distal end. Additionally, the proximal end is missing. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient experienced an infection at the lead site and underwent a lead explant procedure. The patient was administered antibiotics. The infection was assessed to be device related.